Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.

Event description:
Revision of equinoxe shoulder components due to pain. Event was discovered through exactech clinical research. Primary surgery was on (B)(6) 2013.